Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 41-year-old male undergoing cardiac surgery, and on transplant list, was implanted with an impella 5.5 device for mechanical circulatory support. The patient on impella support required right axillary site washout in a return to the or. There were no complications intra or post operation. The pump support ran for over 49 days til wean and explant.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. With limited clinical details nor the impella device for evaluation, the root cause of the reported access site bleeding was unable to be determined.